Manufacturer narrative:
(UDI): (B)(4). Complaint sample was evaluated and the reported event was confirmed. A g7 positioning guide rod, part # 110018822 from lot z18i0658, was returned and evaluated against the complaint. Visual inspection confirmed the tip has fractured from the guide rod. Wear rings were observed on the shaft. The tip has been dinged and deformed as seen in the close up photos attached. Dimensional analysis was performed to determine the hardness of the guide rod. The average hardness was found to be rc 49.74 which meets the stated print criteria of a minimum of rc 48.0. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the guide rod fractured off. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.